Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer treated with food and orange juice. The customer stated that the pump alerted him that he was low when he was not. The customer was advised to do a fresh fingerstick. The customer's current blood glucose was 54 mg/dl while his sensor glucose was 50 mg/dl. The customer stated that the most recent set change was last night. The customer stated that he has an upcoming appointment with his doctor about his settings.